Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that he was hospitalized for hyperglycemia and high ketones due to bent cannula on (B)(6) 2024. Infusion set was in used for five hours. Infusion set was placed in abdomen. High blood glucose level was 859 mg/dl and treated by IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6003529 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 6003529 were previously tested in complaint (B)(4) on 21/feb/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing lot 6003529 was manufactured according to the work instruction (wi) version 108 in the line 5, on 06/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6003529 and other 2 complaints have been registered in database for the same lot 6003529 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code."